Event description:
It was reported that the patient received inappropriate shocks due to supraventricular tachycardia. The device was also noted to have reached elective replacement indicator early. During the replacment procedure, the left ventricular lead "outer coating" appearedto be wearing and was repaired. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to supraventricular tachycardia. The device was also noted to have reached elective replacement indicator early. During the replacement procedure, the left ventricular lead "outer coating" appeared to be wearing and was repaired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead: (B)(6) 2007. 4194 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.